Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
An anesthesiologist in nuclear medicine was flushing line. The line flushed with no resistance then broke above the bifurcation. Line was stabilized and covered. The line was repaired on that day using a cook 7 french repair kit. Line was able to give blood return in the yellow lumen and flushed with no resistance post repair. The procedure required two repair kits. The first repair kit was defective, the plastic sheath was not able to go over the metal repair sheaths and required a lot of manipulation so it was deemed unreliable and unsafe. Additional information provided (B)(4) 2013: patient was neutropenic and sedated during the procedure which required him to get more sedation than was originally planned as the procedure took a long time due to the repair kit not working.